Event description:
It was reported that the patient presented to the emergency room experiencing pre-syncope. The right atrial lead exhibited several noise episodes. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.